Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. A voltage test was performed and failed. A data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the complaint is undetermined. The probable cause could not be determined. No additional event or patient information is available.